Event description:
It was reported the right ventricular (rv) lead had impedance greater than 2000 ohms and a lead fracture was suspected. The pacing mode was reprogrammed to aai because the patient's indication for implant being sick sinus syndrome. At a follow up in-clinic check, it was noted the impedance was observed to be greater than 2000 ohms and then re-measured in unipolar configuration the impedance was 364 ohms. The auto capture feature was programmed on and the rv lead remains in use, but it is planned to replace the lead during a future routine device change out or sooner if the rv lead trends show a dramatic change. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.